Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness and neoplasm malignant. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation surgery with a 400cc mentor memorygel left breast implant and a 375cc mentor memorygel right breast implant experienced adrenal gland issues, depression, anxiety, pain, bacterial infections and shingles post procedure. Patient also experienced having cancer but no specific diagnosis or date of diagnosis was mentioned. As a result, patient has a planned explantation on (B)(6) 2022. This medwatch form is for the right breast prosthesis

Manufacturer narrative:
On may 11, 2022 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on may 30, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 400cc returned device. At present, there is no sufficient evidence to show an association between breast implants and generalized illness. (Assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 15, 2022, mentor became aware that explantation date was erroneously submitted in initial report. Manufacturer¿s reference number: (B)(4). Patient has a planned explantation on (B)(6) 2022.